Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for pelvic pain/other. It was reported that reason for call was the reason for the call was to evaluate impedances. The caller indicated that the patient had a replacement from 37702 to 97702 on (B)(6) 2020. The caller indicated that the electrode impedances were "fine" before the replacement and then they didn't change from pre-op to intra-op. The caller sent the report which is attached to the case and contains impedance values from the pre-op. The caller also provided the following values from post-op: reference 0 1 1976ohms 2 3435ohms 3 6552ohms. The caller stated that in post-op the patient didn't feel stim up to 10.5v. The caller indicated that the patient also followed up with her after the procedure and indicated that she is not feeling stim. The rep indicated that they tried to program bipoles using 0/1 or 1/2 and the patient wasn't getting effective therapy. The caller also provided the following parameters, +1 -2 300us 40hz, and the patient was not feeling stim when increased to 10.5v. The patient was feeling stim sporadically prior to the replacement case and reported having a burning sensation, which is how the patient experiences the pelvic pain that the stim system is implanted to address. The caller indicated that the lead is retrograde placed in the l-spine. The caller was not with the patient. The caller plans to follow up with the managing md and patient to try additional programming and review potential next steps.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Rep responded back from follow up sent. Patient is receiving therapeutic effect from device. Impedance testing was done. Cause was unknown. Rep met with patient back on (B)(6) 2020 and reprogrammed them which resolved the lack of stimulation.

Manufacturer narrative:
Continuation of d10: product ID 97702 lot# serial# (B)(6) implanted: (B)(6) 2020 product type implantable neurostim ulator medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.